Event description:
It was reported that the fiber broke during the procedure and burned the doctor's fingers, causing some redness. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber broke during the procedure and burned the doctor's fingers, causing some redness. The procedure was completed with another device. There were no patient complications.